Manufacturer narrative:
A CAPA investigation was initiated on (B)(6) 2016 to address the concern of events related to incorrect hardware setting (trim value calibration. Fuel gaugegain) for proclaim/infinity/proclaim drg (orion) ipg devices. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported when meeting with the patient for programming of the patient's dbs system, the " replace generator soon" message was displayed on the clinician programmer. The ipg's datalogs were reviewed and it was determined the message was a false alarm. The issue will be monitor.